Event description:
It was reported that breakage occurred during use with a bd omnitrope® pen 10. The following information was provided by the initial reporter, "mother of patient called to report that her son's omnitrope pen cracked last week on thursday. She did not have the device on hand and could not provide the lot, expiration, ndc, or clarify if it was the pen 5 or pen 10. Pen is available as a sample. The original box has been discarded as it is several years old."

Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed cracked vial retainer and broken radial tabs. The root cause of the cracked vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. As this batch number was manufactured prior to the pen body mold tool refurbishment, the root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. This potential cause has not been verified yet but effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd omnitrope® pen 10. The following information was provided by the initial reporter, "mother of patient called to report that her son's omnitrope pen cracked last week on thursday. She did not have the device on hand and could not provide the lot, expiration, ndc, or clarify if it was the pen 5 or pen 10. Pen is available as a sample. The original box has been discarded as it is several years old."